Event description:
It was reported when using the bd pyxis medstation es system drawer was not detected on bus and failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4 was missing from the configuration. The field service engineer replaced drawer controller board to resolve. The system functioned as intended after the field service engineer repaired the device.